Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient with diffuse lamellar keratitis (sands of sahara syndrome) on an unknown eye post femtolasik procedure. Additional information has been requested.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number for the bed indicated that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. Energy check was not performed as recommended every two hours. The logfile shows multiple patient successfully performed treatments. The reported treatment could be identified in the logfile. The logfile shows that the beam control check for left eye (os) was done about four minutes before laser fired instead of immediately before firing.no relevant deviation between planned and performed energy is detectable for the reported treatment. Treatment for left eye was finished successfully without any issue. The thickness of the flap was thinner than the recommended flap thickness. The user operated surgery within the recommended energy settings. No technical root cause could be identified. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Laser was successfully verified prior to and after treatment date. The root cause could not be determined conclusively. Technical root cause could not be determined as the system is performing within specifications and as intended. The manufacturer internal reference number is: (B)(4).